Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: one photo and two samples were received by our quality team for evaluation. The returned photo shows the deformed package. The samples were subjected to visual inspection. The bottom web of the unit package had shrunk and become deformed near the end cap area of the venflon pro part causing it to be forced opened at the opening tab. The first returned sample was subjected to visual inspection of the sealing features. Grid mark was observed on the bottom web, showing that the sealing process was completed and the seal width passes the inspection criteria. The second returned sample was subjected to the seal strength test, and passed the inspection criteria. The team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There was no abnormalities during the production of the reported batch. The batch was packed by a manual process, therefor the operator would detect the reported defect during the manual pack process if the product unit pack was deformed by the manufacturing process. Therefore, the reported defect could have occurred out of the manufacturing facility. The probable root cause for the package deformation leading to the open seal could be due to the product being exposed to heat during handling (transportation, storage, loading, and unloading, etc.).

Event description:
It was reported that a venflon pro 1.3mm x 45mm had damaged unit packaging before use. The following was reported by the initial reporter: "packet was damage, cannula was affected".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a venflon pro 1.3mm x 45mm had damaged unit packaging before use. The following was reported by the initial reporter: "packet was damage, cannula was affected".